Event description:
It is reported that a customer experienced high blood glucose of 414 mg/dl. The customer was treated for the high blood glucose with a manual bolus. The customer was assisted with the manual bolus over the phone. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.